Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an unspecified fault for which an external paddle was required. There was no reported patient involvement.

Event description:
It was reported to philips that the charge shock function was taking roughly 10 to 15 seconds to charge while on battery power. There was no reported patient involvement.